Event description:
Patient in ICU had advanced venous access triple lumen introducer placed with a pac with a contamination shield cover. The pac was discontinued. There is a segment on the contamination shield that allows a luer lock disconnect that may provide open access to the central vessel. When the pac was discontinued by the rn, the shield was not disconnected at the hub of the introducer. The correct disconnect was made and the patient suffered no adverse effect. Edwards life sciences was contacted, and technical support verified that the problem is a product defect. The quality department was also notified. The shields have been removed from the ICU.